Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, there was difficulty advancing the delivery system (ds) through the esheath+. Resistance was felt after full loader insertion into the sheath. The physician readjusted the ds, pushed it, and it started advancing. Once the ds exited the esheath+ and the valve was aligned, a bent strut was observed in the aortic position across the valve. The decision was made to continue with valve deployment. The valve was successfully implanted, there was no patient injury and the patient was stable. Upon removal of the delivery system through the esheath+, a small tear in the strain relief was identified.